Event description:
The customer contacted heartsine to report that their device would not emit audio prompts. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device would not emit audio prompts. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the device and was unable to duplicated the reported issue. The device records were reviewed and the device showed no malfunction. A cause of the reported issue could not be determined. The device was scrapped by heartsine and the customer was provided with a replacement device.